Event description:
A trilogy ev300 ventilator was reported to have a pre-existing fault that was detected on initial inspection of the device during evaluation at a third-party service center. The device failed the active exhalation verification in the system setup test. The field service engineer replaced the 3-way solenoid valve and proportional valve to address the issue. Product verification testing was completed. All tests and calibrations were found to be in specification or passed testing. The device is ready to be placed back in clinical service and ready for patient use.